Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. During the performance verification cycle test that the device had continuous flow issue causing oxygen/air to pass continuously through patient outlet connection. The probable cause is defective/worn demand valve. Device was not repaired at the time of this investigation due to part supply shortages. Device will be repaired and returned to the customer once the part arrives. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "the device exhibit leakage at the circuit connection point, however the issue was not observed during use". During device evaluation it was found the device had continuous flow issue causing oxygen/air to pass continuously through patient outlet connection.